Event description:
A customer contacted global technical service (gts) regarding opening the cassette door during use while the home patient (hp) was not connected. The caregiver (cg) explained that they had connected the final bag, however when they broke the frangible the bag disconnected. The technical service representative (tsr) assisted the cg with opening the cassette door and removing the cassette. The tsr advised the cg to dispose of the current supplies and start over with all new supplies. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention report. Product surveillance contacted the home patient's caregiver on (B)(4) 2012 and she said that it was her fault why the bag disconnected afer breaking the frangible, she did not hook up the bag to the line properly in the first place. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.